Manufacturer narrative:
If additional information should become available, this event will be reopened and updated accordingly.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was not feeling well and went to an urgent care facility. The patient had changed physicians and noted they had not followed up with a physician in two years. The patient also noted that their device should be pacing all the time and the physician noted that they did not observe any pacemaker spikes on the electrocardiogram. A technical services (ts) consultant discussed troubleshooting options and recommended having the device interrogated. Ts also recommended following the patient every three months to check the device status. It was noted that the local area sales representative would be paged. The device was later explanted for unknown reasons.